Manufacturer narrative:
D4: primary UDI number, d9: date returned to mfg., h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal, scratched lcd lens, cracked battery door. The reported problem was duplicated by accuracy testing and found the pump was over infusing. The root cause was the expulsor. Replaced the expulsor to correct the issue. Replaced flat gear, dual flag gear, dso seal, battery door, optic switch, lcd lens, keypad, overlay gray, rear label and side label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed for accuracy. The product fault happened during testing. There was no patient involvement.